Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. An event of patient effects heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were (act) 423s and heparin was administered. A pre-implant balloon valvuloplasty was performed with a 24mm non-abbott balloon. After pre-bav, complete heart block (chb) was noted. The valve was implanted one partial and one full re-capture. The final implant depth was 2.92mm on the non-coronary cusp (ncc) and 3.42mm on the left coronary cusp (lcc). Post procedure, the electrocardiogram (EKG) showed right bundle branch block (rbbb). On (B)(6) 2025, a permanent dual chamber pacemaker was implanted. The patient required prolonged hospitalization. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.